Event description:
In early 2009, admitted for bur hole drainage of 3 cm subdural hematoma under mac anesthesia. A standard twist drill was used first & subdural fluid was drained, which was connected to a sluggish drain. A standard bur hole was created, the dura was opened, more free flow of subdural blood was achieved. Irrigation was done & an internal membrane was divided & drained a substantial amount, specifically designed jp drain was placed, pt to pacu in good conditions. At 1142 - arrived in pacu, perl but rt sluggish, smile symmetrical, tongue midline, raises rt arm w/no drift, no lt arm movement, fingers clenched. Dr ordered non contrast CT which showed the drain was projecting directly into the brain parenchyma w/small amt of hemorrhage around drain. Drain removed by np. Drain was not kept, discarded. At 1235 - passive rom started on lt arm, pt states "fingers, hand numb" & speech was thick. Started on keppra & dexamethasone. At 1715 - transferred to nicu, neuro checked showed extreme weakness in lt arm, limited movement, no grip. Rt side & le equal, full rom, pupil equal. On the next day, repeat CT showed min edema, some blood along the drain tract & minimal midline shift on the lt side. Pt still has no grip, no tri/bicep movement, shoulder lift only on lt side. Dr met w/pt & wife regarding weakness due to drain & expected recovery. Discharge to sjvr is decided. Pt & ot eval done, pt suggested education re: rt brain injury for pt & wife. States lt ue is flaccid. Ot agrees but mark rehab potential good. One day later, some issues w/elevated b/p (168/87), lisinopril ordered & effective. Pt transferred to sjvr at 1245.